Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The pump was also received with torn keypad overlay, cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, missing end cap sticker, stained back address label and minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that very difficult to use the buttons. The customer's blood glucose was 8.3 mmol/l. The product was returned for analysis.